Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured the right fallopian tube and she had to get it removed / perforation other'), device breakage ('the fallopian tube was then removed with a portion of the essure coil/atraumatic graspers wereused to grasp the remaining portion of the essure coil in the cornua. With both segments obtained and removed from the abdomen.'), device dislocation ('with both segments obtained and removed from the abdomen.') And pelvic pain ('physical pain/ pain/pain in right side,pelvic') in a 29-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, shortness of breath, difficulty breathing, pleuritic pain, fever, flank pain, photosensitivity reaction, nausea, musculoskeletal chest pain, uti, lung cancer, diarrhea, dyspareunia, fimbrioplasty, dysplasia and irregular periods. Previously administered products included for an unreported indication: depo provera, macro, pyridium, nuvaring, mirena iud, ortho evra and ortho evra. Concurrent conditions included urine odor foul, burning micturition, abdominal pain, hernia abdominal wall, pulmonary collapse, night sweat, escherichia urinary tract infection, ache, yeast infection, folliculitis, dysuria and vomiting. Concomitant products included ampicillin, antibiotics, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2013, doxycycline, ethinylestradiol;etonogestrel, ibuprofen (motrin), naproxen (motrin), nitrofurantoin, nsaids, paracetamol (acetaminophen) since (B)(6) 2012, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy,). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, migraine, headache, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, urinary tract disorder, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per medical records :-essure coil punctured the right fallopian tube and she had to get it removed. She still has a coil on the left tube which concerns her. She received treatment for events pain and bleeding, bladder/ urinary. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: pre and postoperative diagnosis: right sided pelvic pain, pelvic adhesion. Final diagnosis: right fallopian tube- complete luminal cross section of one histologically unremarkable fallopian tube. Metallic coil consisted with essure coil. Gross description: right fallopian tube with essure coil. Within the container are two segments of coiled silver metal together measuring 4.0cm in length and 0.3 cm diameter.. Concerning the injuries reported in this case, the following one were described in patients medical record: migraine, headache,pelvic pain, dysmenorrhea, device breakage, device dislocation, fallopian tube perforation, urinary tract infection, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for vaginal hemorrhage and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured the right fallopian tube and she had to get it removed'), device breakage ('the fallopian tube was then removed with a portion of the essure coil/atraumatic graspers wereused to grasp the remaining portion of the essure coil in the cornua. With both segments obtained and removed from the abdomen.'), device dislocation ('with both segments obtained and removed from the abdomen.') And pelvic pain ('physical pain/ pain/pain in right side') in a 29-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, shortness of breath, difficulty breathing, pleuritic pain, fever, flank pain, photosensitivity reaction, nausea, musculoskeletal chest pain, uti, lung cancer, diarrhea, dyspareunia and fimbrioplasty. Previously administered products included for an unreported indication: depo provera, macro, pyridium, nuvaring, mirena iud, ortho evra and ortho evra. Concurrent conditions included urine odor foul, burning micturition, abdominal pain, hernia abdominal wall, pulmonary collapse, night sweat, escherichia urinary tract infection and ache. Concomitant products included ampicillin, antibiotics, clarithromycin (macrobid) from 1-may-2012 to 14-feb-2013, doxycycline, ethinylestradiol;etonogestrel, ibuprofen (motrin), naproxen (motrin), nitrofurantoin, paracetamol (acetaminophen) since july 2012, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In july 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy, and 01-nov-2012-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy,). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical records :-essure coil punctured the right fallopian tube and she had to get it removed. She still has a coil on the left tube which concerns her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-aug-2012: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: migraine, headache,pelvic pain, dysmenorrhea, device breakage, device dislocation, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured the right fallopian tube and she had to get it removed'), device breakage ('the fallopian tube was then removed with a portion of the essure coil/atraumatic graspers were used to grasp the remaining portion of the essure coil in the cornua. With both segments obtained and removed from the abdomen.'), device dislocation ('with both segments obtained and removed from the abdomen.') And pelvic pain ('physical pain/ pain/pain in right side') in a (B)(6) year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, shortness of breath, difficulty breathing, pleuritic pain, fever, flank pain, photosensitivity, nausea, musculoskeletal chest pain, uti, lung cancer, diarrhea, dyspareunia and fimbrioplasty. Previously administered products included for an unreported indication: depo provera, macro, pyridium, nuvaring, mirena iud, ortho evra and ortho evra. Concurrent conditions included urine odor foul, burning micturition, abdominal pain, hernia abdominal wall, pulmonary collapse, night sweat, escherichia urinary tract infection and ache. Concomitant products included ampicillin, antibiotics, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2013, doxycycline, ethinylestradiol;etonogestrel (etonogestrel/ethinylestradiol mylan), ibuprofen (motrin), naproxen (motrin), nitrofurantoin, paracetamol (acetaminophen) since (B)(6) 2012, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy, and (B)(6) 2012-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy,). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical records :-essure coil punctured the right fallopian tube and she had to get it removed. She still has a coil on the left tube which concerns her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: migraine, headache,pelvic pain, dysmenorrhea, device breakage, device dislocation, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs&mr received reporter information, lot no was added. New event was added vaginal hemorrhage, menorrhagia, migraines, headaches, dysmenorrhea, depression, mental anguish, fallopian tube perforation,the fallopian tube was then removed with a portion of the essure coil/atraumatic graspers were used to grasp the remaining portion of the essure coil in the cornua. With both segments obtained and removed from the abdomen were added. Severity added pelvic pain female and outcome added pelvic pain female. Concomitant drugs and historical drugs added. Medical history and lab test date added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured the right fallopian tube and she had to get it removed / perforation other'), device breakage ('the fallopian tube was then removed with a portion of the essure coil/atraumatic graspers were used to grasp the remaining portion of the essure coil in the cornua. With both segments obtained and removed from the abdomen.'), device dislocation ('with both segments obtained and removed from the abdomen.'), genital haemorrhage ('gen. Abnorm. Bleed') and pelvic pain ('physical pain/ pain/pain in right side,pelvic') in a 29-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, shortness of breath, difficulty breathing, pleuritic pain, fever, flank pain, photosensitivity reaction, nausea, musculoskeletal chest pain, uti, lung cancer, diarrhea, dyspareunia and fimbrioplasty. Previously administered products included for an unreported indication: depo provera, macro, pyridium, nuvaring, mirena iud, ortho evra and ortho evra. Concurrent conditions included urine odor foul, burning micturition, abdominal pain, hernia abdominal wall, pulmonary collapse, night sweat, escherichia urinary tract infection and ache. Concomitant products included ampicillin, antibiotics, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2013, doxycycline, ethinylestradiol;etonogestrel, ibuprofen (motrin), naproxen (motrin), nitrofurantoin, paracetamol (acetaminophen) since (B)(6) 2012, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: mental anguish"), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), urinary tract disorder ("urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy, and (B)(6) 2012-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy,). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, urinary tract disorder and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per medical records :-essure coil punctured the right fallopian tube and she had to get it removed. She still has a coil on the left tube which concerns her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: migraine, headache,pelvic pain, dysmenorrhea, device breakage, device dislocation, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added :abdominal pain, back pain, gen. Abnorm. Bleed, urinary problems, urinary tract infection. Outcome of the event pelvic pain was changed from recovering/resolving to recovered / resolved. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured the right fallopian tube and she had to get it removed / perforation other'), device breakage ('the fallopian tube was then removed with a portion of the essure coil/atraumatic graspers wereused to grasp the remaining portion of the essure coil in the cornua. With both segments obtained and removed from the abdomen.'), device dislocation ('with both segments obtained and removed from the abdomen.') And pelvic pain ('physical pain/ pain/pain in right side,pelvic') in a 29-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, shortness of breath, difficulty breathing, pleuritic pain, fever, flank pain, photosensitivity reaction, nausea, musculoskeletal chest pain, uti, lung cancer, diarrhea, dyspareunia, fimbrioplasty, dysplasia and irregular periods. Previously administered products included for an unreported indication: depo provera, macro, pyridium, nuvaring, mirena iud, ortho evra and ortho evra. Concurrent conditions included urine odor foul, burning micturition, abdominal pain, hernia abdominal wall, pulmonary collapse, night sweat, escherichia urinary tract infection, ache, yeast infection, folliculitis, dysuria and vomiting. Concomitant products included ampicillin, antibiotics, clarithromycin (macrobid) from may-2012 to 14-feb-2013, doxycycline, ethinylestradiol;etonogestrel, ibuprofen (motrin), naproxen (motrin), nitrofurantoin, nsaids, paracetamol (acetaminophen) since (B)(6) 2012, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy, and (B)(6) 2012-unilateral salpingectomy right. Hysteroscopy, diagnostic laparoscopy,). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain, urinary tract disorder, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per medical records :-essure coil punctured the right fallopian tube and she had to get it removed. She still has a coil on the left tube which concerns her. She received treatment for events pain and bleeding, bladder/ urinary. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: pre and postoperative diagnosis: right sided pelvic pain, pelvic adhesion. Final diagnosis: right fallopian tube- complete luminal cross section of one histologically unremarkable fallopian tube. Metallic coil consisted with essure coil. Gross description: right fallopian tube with essure coil. Within the container are two segments of coiled silver metal together measuring 4.0cm in length and 0.3 cm diameter.. Concerning the injuries reported in this case, the following one were described in patients medical record: migraine, headache,pelvic pain, dysmenorrhea, device breakage, device dislocation, fallopian tube perforation, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: received. Added event post procedural complication, vaginal discharge. Outcome of events vaginal discharge was updated as recovered. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.